Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the customer was in emergency room at hospital due to hyperglycemia on (B)(6) 2018. The customer blood glucose level was 517 mg/dl, 546 mg/dl, at lunch blood glucose was at 519 mg/dl, at dinner blood glucose was at 446 mg/dl. Customer declines high blood glucose troubleshooting. The customer was treated with fluids and insulin for high blood glucose level. The customer states that the insulin pump had a blank display. The customer removes the battery and stated the insert battery alarm did not display on the insulin pump screen. Customer states the contact on the battery cap was neither missing nor damage. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did return after insulin pump restart. The customer states that the insulin pump passed self-test. The device will not be returned for analysis.